Event description:
The patient underwent tot procedure in 2008 for the correction of the condition of stress urinary incontinence. But the procedure has failed to correct the condition and vaginal tape erosion and infection developed. Repeat surgery was done approx two months later, with out improvement. Surgery of removal of tape from the vaginal wall is scheduled.